Manufacturer narrative:
Other, other text: returned device was received for evaluation. During the evaluation of the device the customer reported condition was confirmed. Due to the influence of the type of tube used, the time from turning on the power of the device to pressing the overheat alarm test button, the test environment, the error of the temp check. Even when the overheat alarm test button of the device is pressed, the temperature may not reach 43.c, which is the operating temperature of the overheat alarm. Problem source is unknown. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information received a smiths medical fluid warming/level 1 hotline low flow systems - hl-90 did not alarm. During the pre-use check, the customer pressed the overheat alarm button, but the alarm did not sound. No patient injury.